Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received regarding a broken cone head cap. To support the investigation, one empty sample without packaging flow wrap and one photograph were submitted for evaluation by the quality team. A visual inspection was conducted, initially at 10x magnification and subsequently at 30x magnification. The inspection revealed that the tip cap was missing the pin. No cracks were observed, and the absence of the pin does not appear to be the result of a molding short shot. Instead, a square-shaped fine cut was noted. The photograph provided corresponds to the sample received. The sample was reviewed by associates, none of whom reported having previously encountered this condition or had knowledge of how the pin might have gone missing. A device history record (DHR) review was completed for material number 306595, lot 5008870. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer-reported issue has been confirmed.

Event description:
Event details: hospital reported a broken cone head cap causing exhaust leakage during use, quantity 1. You can see holes in the tip cap where the rock-paper-scissors game was played. Fluid is sprayed from the holes when the air is released. No patient harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.